Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated surgery without placing the ipg into surgery mode. Following the surgery, communication could not be established with the ipg. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The report of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found, as received, the device was inoperable due to being in the service application state. The root cause of the service app condition was due to an unrelated procedure (gallbladder surgery) the patient reported having. There is sufficient information in the clinicians manual regarding use of electrosurgical devices in the vicinity of the ipg